Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The returned device analysis confirmed the reported shaft separation. The failure to advance and resistance was not confirmed as it was based on case circumstances. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other incidents reported from this lot. The investigation determined that the reported difficulties appear to be due to case circumstances. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the internal carotid artery. The rx acculink ii failed to cross the lesion due to resistance during advancement of the stent delivery system with non-abbott guiding catheter. Upon removal, the tip of the stent was noted to be kinked. The patient was treated with a new acculink to complete the procedure. The patient experienced no untoward effects as a result of the failure to cross and there was no reported clinically significant delay in the procedure. Device analysis revealed the hypotube and outer member were separated 76.6cm distal to the strain relief tubing. Follow up confirmed the hypotube separated during use of the stent delivery system and separated in the guiding catheter. It was simply withdrawn. No additional information was provided.